Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Hospital staff opened implant and discovered that the inner seal was pealed back. Outer box and first seal were intact. Hospital staff did not feel comfortable using implant and elected to waste implant. A new implant of the same size was opened and implanted. There was zero adverse outcome to case or patient.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the product box, IFU, implant stickers, opened outer blister with its lid, and sealed inner blister with its contents were returned. The reported event was confirmed. The inner tyvek lid had delaminated. It is likely the inner tyvek lid was stuck to the outer tyvek lid, causing it to delaminate when the outer tyvek lid was peeled back. It is noted that the shell had dislodged from the pad attached to the bottom of the inner blister. This observation is not related to the reported event and likely occurred during transportation. Some damage was observed on the product box. It is possible the box was dropped/impacted during shipping. Packaging innovations released a memo regarding lidstock/foam sticking complaints dated 25-sep-2009 stating: stryker orthopaedics currently utilizes a void-filling approach to sterile product packaging. Product is placed in the package and supported with foams of various sizes, and these configurations are then validated. The foam serves to protect both the product and the package, preventing the product from moving within the package and damaging the sterile barrier. As the purpose of the foam is to tightly constrain the product, these package configurations are designed to reduce open space. As a result of this critical design function, sporadic issues of foam sticking to the package tyvek lidstock have been reported. Due to the infrequent nature of these complaints and the greater risk that would be presented by an undersized foam, these complaints will not be addressed through a design change. Visual inspection of the returned indicated the inner tyvek lid had delaminated. It is likely the inner tyvek lid was stuck to the outer tyvek lid, causing it to delaminate when the outer tyvek lid was peeled back. The root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo.

Event description:
Hospital staff opened implant and discovered that the inner seal was pealed back. Outer box and first seal were intact. Hospital staff did not feel comfortable using implant and elected to waste implant. A new implant of the same size was opened and implanted. There was zero adverse outcome to case or patient.